Event description:
The customer reported approximately 40 erroneous high test patient results for hemoglobin a1c (hba1c-) when using the unicel dxc 600 synchron system. Erroneous high test results were reported out of the laboratory. Reruns on another dxc generated lower acceptable results and were amended. Some of the 40 patients were treated with anti-diabetic medication. Medication was suspended after the amended results were provided. Customer received no reports of any adverse affect to patients after medication was administered and then later suspended.

Manufacturer narrative:
The customer identified the failure mode as use error. Customer noted their quality control (qc) results were trending up high prior to this patient event and were ignored. No calibration or qc data was provided for review. On (B)(6) 2013, the customer stated there was no issue with the dxc instrument or the assay reagent. Customer claimed to resolve the issue on their own and no service call was initiated or generated. Product labeling review: per hba1c- cis labeling b04787ac (B)(6) 2013: if running the hba1c assay in random access, cuvette cleaning procedure with cartridge chemistry wash solution (ccwa, pn 657133) is recommended weekly. The cuvette cleaning procedure can be conducted by selecting the "cc cuvettes" when performing the automated maintenance procedure #10 "clean flow cell, cups, & cc probes/mixers". If running the hba1c assay in batch mode from standby, the automated maintenance procedure #9 "cc reagent wash all cuvettes" is recommended after every 4th batch of hba1c. This cuvette cleaning procedure is required to minimize the risk of cuvette coating by the hba1c- reagent. If unacceptable drift or imprecision is observed in quality control results or calibration failures are observed, additional cuvette cleaning is recommended. Additional cuvette cleaning can be conducted using procedure #10 as described above or by choosing the automated maintenance procedure #9 "cc reagent wash all cuvettes". Identified failure mode: use error. There is evidence to suggest that the customer was not cleaning the cuvettes as frequently as bec recommends in the product labeling to avoid this type of qc and patient situation per hba1c- cis labeling b04787ac (B)(6) 2013.